Manufacturer narrative:
(B)(4)

Event description:
It was reported multiple episodes of pacemaker mediated tachycardia were observed due to atrial pacing on premature ventricular contraction option. The atrioventricular delay was turned on. The patient will continue to be monitored.